Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the adapter was received with a reload attached that was articulated. Functional testing found that the blue unload switch could be fully depressed; however, the attached reload could not be removed from the adapter. The adapter body was opened up, and the articulation mechanism was found to be out of home position. An rpa reload was attached to the adapter and was able to be loaded and unloaded without difficulty. The unit was able to be rotated and articulated in all directions without hang-ups or sluggishness. The unit was able to be fired without any issues. It was reported that jaws will not open and instrument did not work. The reported issues were not confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: articulation mechanism not in home position. Functional testing found that the data saved to the returned handle showed that the user articulated the device and then the handle error occurred, stopping the device from responding to any button presses. This did not allow the user to recenter the articulated reload. The most likely cause for the additional condition was traced to the returned handle. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant products: sigpshell - sig power sigpshell control shell, lot# n3k2480y egia60avm - egia60avm egia 60 artic vasc med sulu, lot# p3k1042 sigphandle - sig power sigphandle handle, serial# # unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, while in the patient, the power handle stopped responding or functioning properly by not being able to open the jaw and not responding to any buttons, although power remained to the battery. It was noted that there was no issue on the battery screen and that the device had not yet been deployed. There was no patient injury.

Manufacturer narrative:
Additional information: d9, g3, g4 (510k), h3, h4, h6 correction: d1, d4 (model and catalog number, serial number, UDI) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.